Event description:
Customer reported he dropped the insulin pump off the counter and the base got damaged. Customer stated that the plastic was splitting off the bottom and he can see the internal plates. The customer also stated that refilling the tubing is almost impossible, the cylinder will push out against where the plastic is coming out and this causes the insulin pump to shut off and reset. Most recent blood glucose value was 138 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with protruded/loose drive support disk, cracked reservoir tube lip, minor scratched display window and cracked end cap.